Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is an estimate. Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jun-2017, UDI#: (B)(4). The catheter was returned, and analysis found damage to the transition tube. The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was approximately (B)(6) 2016. It was reported the patient experienced a slight cerebrospinal fluid leak post catheter replacement. The issue was resolved. No further complications were reported.